Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the left eye of a patient in a secondary procedure owing to the patient experiencing hazy vision, and symptoms of positive dysphotopsia accompanied with "vaseline" vision in the left eye. It was further stated that the patient was slightly hyperopic at +0.75 20/20 corrected j1 and 20/.40 without correction. Patient did not adjust well with the multifocal lens. A new monofocal lens was implanted and the patient is reported to be doing well, with no complications.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing site for investigation. Visual inspection noted that the lens sample was received cut in halves. This condition is related to the lens explant process. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed surface residuals (fiber/particles) on the lens compatible with handling the lens out of sterile environment such as during the explant process. No manufacturing defects were found in the returned sample. The lens optical property results obtained from the electronic testing performed during the lens manufacturing process showed that the lens met optical property inspections. A review of the manufacturing records was performed where all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder .